Manufacturer narrative:
Inspection of the system by field service engineer (fse) revealed white powder inside the gas system. Removal of the argon dryer cap confirmed the dryer outlet filter had failed which allowed desiccant into the gas system.

Event description:
During set up for a liver croablation procedure and when turning on the system a clicking noise was heard internally and the sound of argon gas was heard leaking. The procedure was canceled due to the gas leak. There was no injury to the patient reported.